Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had encountered electromagnetic interference (emi) v ia the patient's stove and pool, which resulted in the patient receiving inappropriate therapy. The patient stated they had not experienced any therapies with their previous ICD. Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it).